Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. After olympus staff discussed with the user facility about increase the disinfection time and manual cleaning, no microbes were detected in the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel and the auxiliary channel of the subject device tested positive for pseudomonas aeruginosa, klebsiella and maltophilia. The device had been reprocessed with automatic endowasher chyong cyw 201 model using cidex for disinfection. Other detailed information such as the number of microbes was not provided. There was no report of infection associated with this report.